Event description:
It was reported the patient entered the hcp¿s office with the catheter exiting old incision. The catheter had dislodged/ migrated at the catheter tip; distal segment. The patient experienced drainage and incisional wound opening along the catheter track. A surgical revision was performed with the old spinal segment removed and replaced with a new spinal segment. The patient status at the time of the report was indicated as alive, no injury, no adverse event. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).